Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Fi results noted "there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures." The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that since surgery, the left side device has "always been firmer, looks bigger, encapsulation [...] And is higher than the other". "Developed a seroma", and "a drain had to be inserted". Patient also indicated "fluid extraction from underarm and around nipple". Patient indicated physician observed the device "different shape and may be in the wrong position". Patient expressed concern that their devices are different sizes. Patient also reported "bacteria". Device remains implanted.

Event description:
Patient reported that since surgery, the left side device has "always been firmer, looks bigger, encapsulation [...] And is higher than the other". "Developed a seroma", and "a drain had to be inserted". Patient also indicated "fluid extraction from underarm and around nipple". Patient indicated physician observed the device "different shape and may be in the wrong position". Patient expressed concern that their devices are different sizes. Patient also reported "bacteria". Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional confirmed patient's initial reported events of left side "device has always been firmer", "looks bigger", "encapsulation", "painful", and "is higher than the other". Healthcare professional reported left side capsular contracture, baker grade "ii/iii".

Event description:
Additionally healthcare professional reported baker grade I-ii.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, g.1, h.6.